Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 24.4 mmol/l and blood glucose at breakfast was 20 mmol/l. Customer also reported that the insulin pump was insulin flow blocked alarm while bolusing. Trouble shooting was performed for insulin flow blocked alarm. Customer was advised to disconnect at the quick release and assisted customer in performing a 5.0u fill cannula. Customer stated that the insulin exited. The insulin pump will not be returned for analysis.